Event description:
Device 2 of 2. See MFR report # 1627487-2010-02337. The pt received his scs system including an ipg and percutaneous lead on (B)(6) 2007. It was reported by the pt's family on (B)(6) 2009 that the pt was deceased. The cause of death was not communicated to the MFR. The implanted scs system components were not returned to ans for eval. No further info is available.

Manufacturer narrative:
This MDR is being submitted past the 30 day reporting requirement as part of a retrospective review initiated in response to an FDA inspection. A retrospective review of the complaint record determined that ans misinterpreted the MDR regulations in this instance. Ans has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Ans defers to the pt's physician regarding medical history.